Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer alleges the swg (spring wire guide) kinked during use. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and the product lid stock for evaluation. The guide wire was returned retracted within an advancer tube and showed evidence of use. The guide wire was observed to have a single kink towards the distal end of the body. The distal j-bend was deformed but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Evidence of use in the form of dried blood was observed on the guide wire body. The kink in the guide wire was located 49 mm from the distal tip. The guide wire outer diameter and overall length were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire was able to pass through both components although slight resistance was met while passing the kinked portion. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. Other remarks: the instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 49 mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the swg (spring wire guide) kinked during use. No patient injury. No intervention required.